Event description:
On (B)(6) 2026 information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having pain when they were trying to get comfortable to go to sleep. Patient said they can't lay on it or get comfortable. The patient was redirected to their healthcare provider (hcp) to further address the issue. On 2026-feb-18 additional information was received from a patient. They reported that they had been having pain around the incision area and on their lower back since implant. Patient was redirected to their healthcare provider (hcp) to further address the issue. Patient stated they didn't have a post-up and had not contacted their hcp yet. On 2026-mar-11 additional information was received from the patient. They reported that they went to their healthcare provider (hcp) yesterday and reported they were having a lot of burning. Patient stated their healthcare provider was going to go in and set the implant deeper, but the hcp wanted the patient to turn t herapy off and back on to see if that helped. Patient reported they had not used the machine yet and "they" never called patient back to walk patient through how to use it. Patient clarified they are feeling burning right around under the incision and it is pretty much all around that area. Patient also reported it "gets into like a big knot" and the stimulator/implant moves up and down and all over. Reviewed therapy overview and general use of external devices. Patient successfully connected with their implant on the call and stated therapy was on at 0.2. Agent reviewed how to turn off therapy. Patient turned off therapy and stated they did not feel any difference with therapy off. Patient clarified they were still experiencing the burning sensation with therapy off. Patient stated they wanted to turn therapy back on and they turned therapy back on during the call. Agent asked for event date and patient stated it started the day it was put in and when they woke up from anesthesia they told "them" it was burning and they said it was the glue and it's just been an onset of that since date of implant. The issue was not resolved through troubleshooting. The patient was redirected to their health care provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.